Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following: two instances where nursing was administering IV push chemotherapy. Two sets sent back, unfortunately did not collect lot numbers or outer packaging. I have asking nursing to save the outer packaging going forward for any IV push they are giving. One leak was at the bonded texium site that is glued shut (leaking around plastic right above green texium tip). The other was at the texium site where it connects to the blue smart site on the patient¿s primary tubing site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that texium was leaking and returned one sample of material 24010-0007t, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was tested at 30 psi for 10 minutes to check for leaks in the texium bond and connection, but no leak was replicated. The sample was forwarded to our utah facility for more testing, as they are the manufacturing site of texium product. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information